Manufacturer narrative:
A steris service technician arrived on-site to inspect the washer and found it to not be operational. Review of the washer's cycle tapes revealed that a "pv air temperature too high" alarm had occurred four times while a cycle was running prior to the reported event. This alarm occurs to alert the user that the air temperature within the chamber is too high and that the unit should be taken out of service. The customer did not place a service call in response to the alarm and acknowledged and resumed the cycle three more times. The reliance vision single chamber operator manual states (7-17), "alarm 97: pv air temperature too high. Possible cause and correction: press alarm reply on touch screen to silence buzzer and acknowledge alarm, try to resume cycle, if situation reoccurs, call steris." The unit was installed in 2014 making it approximately 6 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The user facility has not allowed the unit to be released to steris for further evaluation as they want to conduct their own investigation first. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that their reliance vision single chamber washer caught fire. The department was evacuated, and the fire department was dispatched. The fire department extinguished the flames. No report of injury.

Manufacturer narrative:
To date, the unit subject of the event has not been released by the customer to steris for further evaluation. Based on the technician's inspection, the chamber and the drying fan motor overheated resulting in the reported event. The customer was provided with a replacement washer. No additional issues have been reported.